Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified and heavily torturous anatomy in conjunction with use of the device in a venous anastomosis (against the instructions for use) resulted in the reported stent migration; however, this cannot be confirmed. It should be noted the absolute pro vascular peripheral self-expanding stent system instructions for use states: the absolute pro¿ peripheral self-expanding stent system is indicated for the treatment of atherosclerotic iliac and femoral artery lesions and in the palliation of malignant strictures in the biliary tree. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, this second deployed stent also migrated with an attempt to be retrieved but unsuccessful as well and remained in the anatomy. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a venous anastomosis with heavy calcification and heavy tortuosity. The 8.0x40mm absolute pro .035 self-expanding stent system (sess) was deployed; however, the stent became lodged just proximal to the lesion and an attempt was made to remove it but unsuccessful. The delivery system was removed but the stent remained implanted settling in healthy tissue. A second 8.0x40mm absolute pro .035 self-expanding stent system (sess) was deployed; however, also migrated with an attempt to be retrieved but unsuccessful as well and remained in the anatomy. Another non-abbott stent was used to complete the procedure. The patient is asymptomatic. There was no clinically significant delay in the procedure. No additional information was provided.